Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 9168232. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that after a trial implant the patient presented to the ER with leg numbness and weakness. The leads were explanted but the patient did not return to baseline. The emergency physician elected to perform decompression surgery and found the anterior foramen artery was transected. Patient symptoms had resolved, and patient was back to baseline.